Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> major bleed: the root cause of major bleed could not be determined as insufficient clinical details were provided. Thrombosis: in order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot ==> device lot: 1906637. Device history batch ==> subcomponent lot: n/a. Device history review ==> device (sn: (B)(6)) passed all post sterile inspection checks.

Manufacturer narrative:
Given the information at hand including the additional information with the physician¿s comments, there is not enough information to exclude the impella cp device from the event. Patient-specific information: patient details other than race and ethnicity is unavailable at the time of this MDR writing; therefore, respective fields reflect "unknown" or left blank accordingly. Device status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported an impella cp device was implanted for a patient admitted in with acute myocardial infarction/cardiogenic shock and ventricular fibrillation. The patient was also placed on extracorporeal membrane oxygenation (ECMO). Cardiac function temporarily recovered with the impella cp and ECMO support, however, subsequently, pulse pressure disappeared again. Due to right heart failure, an oozing rupture was detected during percutaneous coronary intervention (pci) of the remaining branch, and drainage was performed. It was noted that because it was ¿merely¿ oozing, surgical treatment was not performed, and the patient was monitored. However, it was determined that the cardiac function recovery would be prolonged; therefore, a thoracotomy was performed, and hemostasis was performed with plan to upgrade the patient to an impella 5.5 device. Additional information noted that there was no relationship between the event and the device. Thoracotomy revealed no obvious active oozing. It was determined that a blood clot due to bleeding during chest compression had likely adhered to the pericardium and was interfering with cardiac contraction. Hemostasis was not performed, and only clot removal was performed. Physician¿s comments stated oozing rupture was suspected after cp insertion. No connection to the device was noted.

Manufacturer narrative:
B1 is product problem was added as it was inadvertently omitted from the initial report. Cardiac rupture/patient device interaction: the cause of the injury could not be determined as insufficient clinical details were provided and no product was retuned. Major bleed/thrombosis: the cause of the injury could not be determined as insufficient clinical details were provided.

Manufacturer narrative:
Correction: complaint/patient and product experience coding has been revised to more accurately reflect the reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event.